Event description:
Overdelivery reported during routine preventative maintenance testing by biomedical engineer. There were no reported pt events while the device was in pt/clinical service. It was reported that the device delivered 21.5ml (specification requires 20.0ml +/-1.0ml). There was no additional info available.